Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis. The patient expereinced peritonitis in (B)(4) 2012. The patient was hospitalized and is recovering. The nurse provided additional information: the nurse said the patient was hospitalized early in the year, maybe (B)(6) due to pancreatitis. The patient also had her gallbladder removed early this year she was treated with a lot of antibiotics early in the year that may have contributed to the development of fungal peritonitis. The nurse believes it was not related to baxter peritoneal dialysis solutions, if anything at all the nurse stated it may have been related to the patient being noncompliant with her medical care.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified, as no samples were returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.